Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient told the rep that an MRI facility wouldn¿t do an MRI because the patient¿s leads were crossed at a certain location. It was noted that the patient had numerous mris prior to this. The rep noted that he never saw the latest film so he had no idea if this was true.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that the lead did not crossed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.